Event description:
The customer reported to olympus, the evis exera ii gastrointestinal videoscope's air/water channel was blocked and there was a trace of water invasion in the device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: nozzle was clogged with foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable findings documented in b5, non-reportable findings are as follows; grip and switch box had a scratch; air/water cylinder and suction cylinder had no color; due to deformation of suction connector, water tightness was lost; electrical connector had corrosion due to water leakage; due to damage on air/water tube, water tightness was lost; due to clogging of nozzle, air supply volume did not meet the standard value; due to a dent on nozzle, water supply volume did not meet the standard value; plastic distal end cover had a chip; and connecting tube had a buckling. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The event (water invasion) occurred after a procedure during the device reprocessing. The device reprocessing was not completed prior to returning it to olympus. There was no patient or operator harm reported as a result of the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as additional information provided by the customer. Please see updates to b3, b5, e2, e3, g2, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the foreign material was not removed because the reprocessing was not conducted properly due to deformation of the suction connector, breakage of the air/water channel, and leakage from the suction connector and air/water channel. However, a final root cause of this event was unable to be identified. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: -operation manual includes detection methods in chapter 3 preparation and inspection. -reprocessing manual includes preventive procedures for cleaning, disinfection and sterilization. Olympus will continue to monitor field performance for this device.